Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was above 500 mg/dl. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.